Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted after lysis of adhesions for over 150 minutes, he examined the mesh and noted that the mesh extended around the abdomen and attached in many places to his bowel. It was reported that the patient experienced severe pain, nausea, bulging, inflammation, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/15/2022.